Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional, via the manufacturer representative, reported there was problem with the implantable neurostimulator (ins) during the procedure. The tined lead could not be inserted into the ins beyond electrode 2. After backing the setscrew out 1/4 turn, the tined lead could be inserted, however the setscrew would not tighten afterwards. The ins was not implanted and a different ins was used. There were no concerns related to the patient. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that difficulty was encountered when attempting to insert a known good lead into the connector port. Several of the connector edges as well as the weld pools on the connectors would get stuck on the edge of the #0 connector of the ins depending on the orientation of the lead. The bore of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector. In addition, the front edge of the #0 connector appeared to be damaged when looking down the bore. The ins setscrew was also backed out too far and cross threaded. It would get stuck and could not be re-inserted into the connector.